Manufacturer narrative:
Device evaluated by MFR.:synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon folds were opened, and a clear crystalized substance (most likely contrast) could be noted inside its cones. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10feb2021 it was reported that crossing difficulty occurred. The 80% stenosed, target lesion was located in the left circumflex coronary artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complication was reported and the patient status was stable. However, returned device analysis revealed stent detachment.